Event description:
It was reported that during device preparation (flushing) and prior to insertion of the 3.5 x 15 nc trek dilatation catheter into the patient anatomy, the physician found that the surface of the balloon was not as smooth as balloons used previously. The device was not used and the physician used a new 3.5 x 15 nc trek. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequently, additional reported information clarified the original complaint to mean that the protective sheath could not be removed from the balloon and this is the reason why the physician did not use the device. Additionally, during the attempt to remove the protective sheath, the proximal shaft became kinked. Return device analysis revealed a clear foreign material on the proximal end of the balloon. Chemical analysis could not determine the substance of the material.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis noted that the yellow protective sheath was returned over the balloon. An attempt was made to remove the yellow protective sheath and the sheath would not remove, there was strong resistance noted. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the difficult removal of the protective sheath was identified. The identity of the clear foreign material detected on the proximal end of the balloon during the returned device analysis could not be determined. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.